Manufacturer narrative:
Additional narratives: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure. The device was not returned for evaluation, as device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards implant patient registry received information a 25mm aortic valve was explanted at implant due to perivalvular leaks (pvls). The explanted device was replaced with a 23mm edwards magna valve. Records received noted the patient presented with chronic diastolic class iii congestive heart failure and moderate to severe aortic stenosis with a bicuspid aortic valve. Patient underwent aortic valve replacement and cox-maze IV procedure with left atrial appendage amputation. The 25mm aortic valve was implanted. There was a large pvl, and the ventricle became distended. The heart was rearrested and atriotomy reopened. The defect was closed with a pledgeted 3-0 prolene suture. Cross-clamp was removed and again pvl was present, near the commissure between left and right. Surgeon closed this leak with 3-0 horizontal mattress pledgeted prolene suture. Aortotomy was closed, and the cross-clamp once again was removed. There was still a significant pvl. The 25mm aortic valve was then explanted and replaced with a 23mm edwards magna valve. This valve was well seated and there was just a trace pvl at the most. The patient was successfully weaned from bypass after placing an iabp. Patient post-operative status noted as in recovery. Per implantation data card the explant was not due to deficiency in the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The cause of the event was most likely due to procedural related factors.